Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states we have had multiple safety incidents of monoject (aspirate) needles , where the metal needles separated from plastic handles. The metal needles themselves remained intact. Delay in care, extended anesthesia time, and secondary puncture for bma/biopsy after successful manipulation and removal of metal needle sheath and inner needle. No patient injury in either case. Procedures were able to be completed.

Manufacturer narrative:
The device history record (DHR) review of the reported lot number provides evidence that the product was released according to all e stablished procedures and quality assurance. One used sample was received for evaluation. After a visual inspection the condition reported by the customer was confirmed; the metal needles were separated from plastic handles. The bone marrow item 633033 is not manufactured by the medtronic facility; this product is supplied by an approved supplier and is a picked-and-placed into the package at the medtronic facility as a part of the process. A possible root cause could be related to a low quantity of adhesive applied during the manufacturing process that was not culled during the inspection of the finished product causing the needle to separate from the handle. Corrective actions were performed by issuance of a supplier corrective action required (scar) issued to the supplier and subsequent corrective/preventative action (CAPA) issued by the supplier for the lot number related to this complaint. If information is provided in the future, a supplemental report will be issued.